Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 12mm x 2.5mm, eccentric, de novo target lesion with a bend of <=45 degrees was was located in the severely tortuous and severely calcified distal left anterior descending (lad) artery. After pre-dilatation was performed with a 2.5 x 20 balloon catheter resulting to 85% residual stenosis, a 2.50 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. No resistance was encountered while advancing but the stent dislodged from the balloon right before deployment. The device was simply removed from the patient and the procedure was completed with another 2.50 x 16 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.